Manufacturer narrative:
The device was received for evaluation. During visual inspection a separation between tubing and y-site clear link was observed. The reported condition was verified. The cause was noted as machine issue in which a twist on the tubing caused the separation of components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). This occurred in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink, continu-flo solution set separated from the luer during priming. There was no patient involvement. No additional information is available.